Manufacturer narrative:
Supplemental report will be submitted upon investigation completion.

Event description:
It was reported that when the rod was inserted with a rod inserter for lumbar spondylolisthesis, the rod was broken at around rod holder. However, the rod was fixed with blocker and the operation was finished. No adverse consequences to the patient is reported.

Event description:
It was reported that when the rod was inserted with a rod inserter for lumbar spondylolisthesis, the rod was broken at around rod holder. However, the rod was fixed with blocker and the operation was finished. No adverse consequences to the patient is reported.

Manufacturer narrative:
Method: visual inspection, material analysis, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. Rod was confirmed to be broken at the hex end. Material analysis concluded: the rod end fractured in a bending ductile overload mode. The elemental composition matched what was specified on the print. No material or manufacturing defects were found. Manufacturing history was reviewed and no issues were identified. Conclusion: per information provided, the rod was impacted and the angle at which it was inserted was too steep. The most probable root cause of the reported event was determined to be impaction and steep angle at which the rod was inserted that led to its fracture.